Event description:
Urologist inserted an open ended cook ureteral catheter at the request of the general surgeon in prep of a lap exploratory colon resection. Catheter removed at conclusion of case and observed to be shorter than perioperatively. An x-ray in the or confirmed a segment of the catheter lying within the mid left ureter. The urologist was called back into the or. A cystourethroscopy showed no bladder damage. A small clot was seen coming from the left ureteral orifice. The urologist encountered at the l5 level of the left ureter what appeared to be a thermal injury with some oozing at the 11 o'clock to 2 o'clock position extending for 2-3 cm. The ureteroscope demonstrated no evidence of a tear. A 6fr contour stent was passed and in excellent condition within the collecting system. The surgeon stated in a brief interview that the ligasure device caused a thermal burn and attributed it to user error and not device failure. The patient was discharged to a rehab facility on post-op day seven.manufacturer's rep for forcetriad bovie machine made aware of event via phone and use of ligasure powered by forcetriad machine involved in minor injury to ureter during davinci robotic laparoscopic procedure. Ligasure device discarded and forcetriad not removed from service. MFR of catheter made aware and explained that catheter was not found to fail during procedure. MFR of the ligasure made aware of event and notified that device discarded and surgeon felt user error caused minor injury to the ureter; thermal burn requiring stent placement.